Event description:
It was reported the lead was explanted and replaced, due to a high number of short v-v intervals. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) outer insulation breached depression; the full lead was returned and analyzed.